Event description:
The facility reported a colleague infusion pump with a failure code of 814:09. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:09 was confirmed in the pump's event history by a baxter service technician. The root cause was assigned to the upstream occlusion sensor being out of range. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. During a previous service, the occlusion sensor calibration was verified and failure was not duplicated during testing, so no corrective action was taken.this issue is being investigated through CAPA.